Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was evaluated and replaced the system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the left monitor was intermittently not working. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.